Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01397. The patient received her scs system, including an ipg and percutaneous lead, on (B)(6) 2011. It was reported that the patient developed an infection at her ipg pocket site. The patient's system was explanted due to the infection on (B)(6) 2011. It was reported that the culture results revealed (B)(6). The physician stated that he did not think the infection was device related. The patient was treated with intravenous antibiotics. Follow up on the patient found that she has recovered from the infection and no further issues were reported. The explanted devices were sent to the hospital pathology lab and will not be returned to the manufacturer.

Manufacturer narrative:
Method- the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.